Event description:
It was reported that the patient underwent an ipg explant procedure due to communication issues with the remote control and clinician programmer. The ipg battery could not be detected from the clinician programmer or remote control. The patient was doing well postoperatively. The explanted ipg is expected to be returned for analysis.

Event description:
It was reported that the patient underwent an ipg explant procedure due to communication issues with the remote control and clinician programmer. The ipg battery could not be detected from the clinician programmer or remote control. The patient was doing well postoperatively. The explanted ipg is expected to be returned for analysis.

Manufacturer narrative:
Analysis of the returned ipg db-1200 serial number: (B)(6). Confirmed the complaint of the ipg not being able to connect with the remote control and clinician programmer. The device was undetectable by rc/pc after several charge attempts. The device was cut open, and the battery measured 1.57 volts. The battery was replaced by an external power source for further investigation. The patient's database could not be obtained due to the asic damage. The device exhibited symptoms that are the typical characteristics of high-voltage transient damage. Therefore, this investigation is assigned a probable cause of unintended use error caused or contributed to event. No escalation is required at this time.